Event description:
Patient with an incarcerated ventral hernia underwent a laparoscopic ventral hernia repair with mesh on (B)(6) 2022. The product device used was bard ventralight st mesh with echo ps positioning system (ref. 5955680). During the procedure, the yellow anchor piece (that is attached to the blue retrieval loop) broke off between the mesh and the abdominal wall. The yellow anchor piece was not retrieved and remains on the patient. FDA safety report ID# (B)(4).